Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ alerts during pump rewind and fill tubing steps, and the alert persisted after supplies were removed and after an attempted restart, leading to replacement of the pump. Symptoms included no reported blood glucose effects and no injury. Outcomes included interruption of automated insulin delivery, recommendation to use backup therapy, and continued cgm use via the dexcom app or receiver. Investigation included customer support troubleshooting and education, verification of shipping and return process, and data handling guidance. The complaint could not confirmed as the device operated as intended without any issues. No faults could be determine during the log review and the troubleshooting steps.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."